Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was being implanted with an impella cp device for mechanical circulatory support. The complainant reported the 0.018 guidewire was unable to be inserted into the easy guide lumen during the priming phase of the impella cp. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. Impella device was returned and investigated. The red lumen was still in the pump when returned. The red lumen seemed stretched from 2 areas narrowing the passage for the 0.018" guidewire. When tried to pass guidewire during investigation, there was a lot of friction and the wire had to pushed and manipulated to pass through. The root cause of the delivery issue was a red lumen issue resulting in the red lumen interference issue resulting in the red lumen to stretch upon gw insertion. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.